Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the activity of the cardiac silhouette became abnormal. The sheath was replaced and the patients blood pressure declined. It was indicated that a cardiac tamponade occurred, and drainage was performed. The blood pressure was restored. The case was aborted and the patient was not under general anesthesia. The patient was transferred to a coronary unit for observed and the hospital stay was extended. No further patient complications have been reported as a result of this event.